Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-xz1200l/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200l/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.